Event description:
On (B)(6) 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, the physician noted that one device did not properly deploy the implant. Investigation of the returned device on (B)(6) 2022 revealed that approximately 1mm of the needle was missing and unaccounted for. The physician was notified of the investigation results and confirmed that a cystoscopy was performed and there was no evidence of a broken needle fragment remaining in the patient. No patient harm or injury was reported.